Manufacturer narrative:
The customer replaced the speaker to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v680 indicating that the device was getting an error code 1102 primary alarm failed and motor speaker failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer took out the motor speaker and it was out of tolerance listed in the manual of 6.8 - 9.2. The rse advised to remove the mc pcba and doublecheck the readings before replacing the speaker. If still bad advised to replace the speaker. The rse provided parts ID and discussed replacement procedures per the manual. The investigation is ongoing,